Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set needle looked slightly bent (B)(6) 2025, the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted date of event under b3 lot number and expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011594, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011594 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 14 on 07/feb/2025, with a total of (B)(4) units. Glue-connector lot: the lot 5a04009 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 03/feb/2025, with a total of (B)(4) units. The lot 5a04010 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 04/feb/2025, with a total of (B)(4) units. The lot 5a04011 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 05/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.